Manufacturer narrative:
D10 concomitant product: cl-914, cl-914 polysorb 0 vio 90cm gs24 x36 (lot#a3m1830y). Cl-914, cl-914 polysorb 0 vio 90cm gs24 x36 (lot#a3m1830y). Cl-914, cl-914 polysorb 0 vio 90cm gs24 x36 (lot#a3m1830y). Cl-914, cl-914 polysorb 0 vio 90cm gs24 x36 (lot#a3m1830y). Cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36 (lot#a3m1830y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cesarean section, six sutures were found to have detached needles and suture during uterine suturing. The issue was resolved by replacing the suture with a new one. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Seven devices were available for evaluation. Visual inspection noted the needles were disengaged from the sutures. Microscopic examination showed normal crimp and swage marks, and suture material was present in the swage, indicating the sutures had broken off at the swage points. Inspection of the foil pouches showed no signs of damage or abnormalities. It was reported that during a cesarean section, six sutures were found to have detached needles and suture during uterine suturing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.